Manufacturer narrative:
Product complaint #: (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal of proximal femoral nailing system (tfna). The original tfn nail was 3 broken pieces. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1); unk - screws: nail distal locking (part# unknown; lot# unknown; quantity: 1). This complaint involves one(1) device. This report is for (1) 11mm/130 deg ti cann tfna 380mm/left - sterile. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: this report is against user facility medwatch number mw5102504. H6: part: 04.037.159s. Synthes lot: h303348. Supplier lot: n/a. Release to warehouse date: february 24, 2017. Expiration date: january 31, 2027. Manufacturing location: monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.